Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath ceramic head is loose. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected: d8. The customer's allegation was confirmed. The device evaluation found the ceramic tip was from a third-party repair. Based on the results of the investigation, it is likely that the following led to the malfunction: third party repair so that defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used) and defined mechanical characteristics are no longer guaranteed (melting of improper insulation material instead of ceramic). A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.